Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a motor error alarm one month prior to receiving a no delivery alarm. Customer's blood glucose was unknown. Troubleshooting was performed for no delivery but could not continue as call was dropped.